Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cabinet was not connected to network. A technical support specialist (tss) guided the customer in checking the network cable connection and restarting all in one (aio). It was identified that there was no internet access, no light emitting diode (led) activity on the network port, and the cable connection was secure. The customer was advised to coordinate with information technology (it) to restore connectivity. Once resolved, the cabinet was confirmed online in remote smart service (rss) and was synchronizing in logmein (lmi) by the tss. The system functioned as intended after technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users were unable to perform rxverify transactions on the machine. The cabinet displayed the error message cabinet not connected to network, prevented users from completing verification activities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.